Manufacturer narrative:
06-sep-2021 case update: the reporter informed the company that the product has been discarded.

Event description:
Consumer via phone stated that their oral-b brush head came off in the middle of using it and that the spinning metal part nearly cut them. No injury was reported.